Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient's neurostimulator was reprogrammed on (B)(6) 2015, and the event resolved. The event was assessed as not serious, not related to the procedure, and not related to the device. Safety assessed the event as linked to the stimulation.

Manufacturer narrative:
Concomitant product: product ID: 309328, lot# 0208951708, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient experienced a return of urinary incontinence following the use of an electrical massaging seat. No surgical intervention occurred or was planned. It was unknown if the issue had resolved at the time of report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the event was related to the stimulation. Reprogramming was done on (B)(6) 2015 due to incontinence.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328, lot# 0208951708, implanted: (B)(6) 2014, product type lead.

Event description:
Additional information received reported that on (B)(6) 2017, there was a return of urinary incontinence and urinary urgency. The patient visited on (B)(6) for the same reason. Reprogramming was done each time. The event date was on (B)(6) 2015. No further patient complications have been reported as a result of this event.